Event description:
It was reported that the implantable cardiac defibrillator gave a shock and did not record the episode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.